Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller was not returned for evaluation. Two batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to charge and provide power to a test controller. No red lights were observed. Log file analysis revealed a controller power up and associated motor start event logged on (B)(6) 2021 at 16:36:07, indicating a loss of power to the controller. Review of the data log file revealed that the controller was not in use prior to the loss of power, and the loss of power was most likely due to the controller exchange. Additionally, log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file did not reveal power disconnect alarms. However, review of the data log file revealed an instance involving a battery, where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. The battery had been lubricated prior to release. As a result, the reported loss of power and communication error events were confirmed. The reported power disconnect alarm, not charging with red light and no power events could not be confirmed. Based on the log file analysis, the most likely root cause of the reported loss of power event can be attributed to the controller exchange. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 29-mar-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 29-mar-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial or lot#: bat931407 UDI #: (B)(4). Device evaluated: yes, return date: 02-apr-2021 no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 09-dec-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial or lot#: bat904459 UDI #: (B)(4). Device evaluated: yes, return date: 02-apr-2021. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 02-oct-2020 labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery did not supply power. A fully charged battery was connected to the controller and was recognized correctly, but after a few minutes the green indicator light stopped lighting and one power disconnect alarm sounded. When the battery was connected to the charger, the status light showed a red light for a while, but after a while charging started. Another battery also exhibited a communication error. In addition, the controller exhibited an unexpected loss of power. The controller remains in use and the batteries were removed from service. No patient complications have been reported as a result of this event.